Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had a ventricular tachycardia (vt) episode that had to be externally converted. Technical services (ts) was consulted and reviewed stored data, with the episode missing from the device memory. A request for additional data for further review was requested, but at this time it is not available. This device remains in service. No additional adverse patient effects were reported.